Event description:
(B)(4). Essure device implanted (B)(6) 2010. Multiple health issues ever since. Severe pelvic pain, hair loss n baldness, rash, abnormal bleeding, fatigue and amp; vomiting, infections, nerve pain, numbness and amp; tingleness in fingers n toes, weight loss, loss of appetite, which all led to depression.